Event description:
It was reported that the patient implanted with a preloaded multifocal intraocular lens (iol) expressed dissatisfaction with their visual outcome during the postoperative examination conducted three days post surgery. A +22.0 diopter (d) iol was implanted for a target refraction of -0.77. Postoperatively, the distance visual acuity was 0.2 and the postoperative refraction showed -2.0 d subjectively and -2.5 d objectively, with a final refraction of s -2.75 d / c -1.75 d × 65 degree. The preoperative astigmatism was -2.77 d × 165 degree. Additionally, the patient is currently taking ts-1 (anticancer medication), which may contribute to increased epithelial adhesion and excessive tear production. The account indicated that there was no lens axis misalignment and that no additional procedures were performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.